Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during change out procedure for normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Lead will be monitored.